Event description:
It was reported that the patient experienced pain in her back and legs approximately eight months following her superion indirect decompression spacer implant procedure. The physician assessed that the top of the cam lobes had migrated posteriorly way from the vertebral body. The patient underwent an explant procedure and is doing well post-operatively.